Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel, sm mpp gel 350 cc silicone breast implants which the patient experienced capsular contracture baker grade iii after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2020.

Manufacturer narrative:
Additional information received on december 29, 2022 indicated that the patient right side capsular contracture grade was iii. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On july 21 2020 additional information received indicated that the issue of capsular contracture was bilateral and the left device discarded and it was the right device that returned on july 6 2020 the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This report is for the left side. Manufacturer¿s reference number: (B)(4).